Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -9.50/2.0/101 (sphere/cylinder/axis) tore/broke during injection/delivery into the patients eye. The lens was implanted,removed and replaced intraoperatively with no patient injury and the problem resolved.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)